Event description:
It was reported that when using the bd pyxis medbank system, the user was unable to issue medication to the patient. This incident did not result in any delays in patient care, as other nursing staff were able to retrieve the necessary medication for the night. The required medications were oxycodone ir 5mg tab and roxicodone 5mg tab. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a user unable to issue medication to a patient. A technical support specialist found that the medication was set for high alert -override, the item was not included in the user's profile, and the employee had only general access. The system functioned as intended after the technical support specialist troubleshooted the device.